Event description:
It was reported that approximately 3 months post-implant of a bifurcated device and three limb extensions, endoleak type I was noted on the distal end of the right limb extension. The patient was treated with an additional limb extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, medical records and CT scans were reviewed by clinical representative indicating that the probable case of the type 1b endoleak was the inability of the device to maintain an adequate seal at the distal segment of the rt limb. Review of lot records, work orders, and prior reports no issues with the lot were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. Based upon the investigation findings, a definite root cause cannot be conclusively determined.